Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information that the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately three weeks after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).